Manufacturer narrative:
A lead was returned for analysis in two segments. Analysis was normal. No anomalies were found.

Event description:
It was reported that loss of capture and dislodgement were observed. The lead was explanted and replaced. The patient was stable before, during, and after the surgery.